Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude during a routine follow-up, root cause was not determined. During a revision procedure, this lead was explanted and replaced as a result. This lead is not expected to be returned as it was disposed. No additional adverse patient effects were reported.